Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - fluid blockage and flow issues - accuracy could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that unspecified bd infusion set had flow issues the following information was received by the following information with the following verbatim. ICU medical secondary sets sometimes wouldn¿t always flow. Detaching and reattaching the secondary set to the port on the primary IV set would resolve the issue. No patient harm reported. No other details provided. Sometimes experience volume left in the bag following the infusion. No patient harm reported. No other details provided. When circle priming, sometimes the alaris pump module would not prime and would have to keep pressing the restart key to prime the tubing. No patient harm reported. No other details provided. Experienced issues with uploading a new data set. After power cycling a few times, it would resolve the issue. No other details provided. Tpc reviewed uploading a data set with clinicians.